Manufacturer narrative:
Exemption number e2019001. Visual and dimensional inspection was performed. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no incidents. The investigation determined that the reported leak appears to be related to a product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the left anterior tibial artery. The armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without issue and could not hold pressure. A leak was noted at the hub. The catheter was deflated and removed without issue and a new, non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.